Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator door had storage space was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the refrigerator system storage space and door failed. A technical support specialist confirmed that the issue was resolved by field service engineer. It was mentioned that the fse verified that the device and srm was working properly. The system functioned as intended after the field service engineer tested the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the refrigerator door had storage space was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.